Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed. Kimberly-clark was initially alerted on april 2, 2019 however we received sufficient information to enable processing of the event on april 30, 2019. K-c has reached out to the reporter to request further consumer information including product information and situation details.

Event description:
The consumer's daughter stated that upon removal the tampon came apart. This also happened with the consumer's mother and her sister, which are being reported in separate files (3011109575-2019-01251 and 3011109575-2019-01252).